Event description:
It was reported that in (B)(6) 2010, the patient presented with pain in her lower back. The surgeon performed surgery on the patient, consisting of an axial lif with posterior spinal instrumentation and fusion. Rhbmp-2/acs was implanted into the patient during the surgery. Following the surgery, the patient suffered from extreme pain worse than anything she felt prior to the surgery. In order to manage the pain in her back and left leg, which has left her intermittently unable to walk, she had to remain on high dose regimens of painkillers. Three months after patient's (B)(6) 2010 surgery, it was discovered that one of the screw¿s implanted in her left side had cracked, causing instability and further pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.